Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had difficulty pairing their pacemaker to their merlin at home transmitter. Upon review, of the pulse generator on (B)(6) 2017, the pulse generator exhibited a loss of radio frequency telemetry. The asymptomatic patient was brought in on (B)(6) 2017 and the device was restored.